Event description:
Clinical coord reports one minicap disconnect cap of which a pt reported that the cap came off during pt use. The pt has been on peritoneal dialysis for close to two years and has never had this happen before. It was noted that the pt does have weak hands. Although prophylactic antibiotics were administered (keflex, 500 mg orally, twice a day for seven days) there was no pt injury associated with this incident.